Manufacturer narrative:
This report is submitted on january 8, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections and skin overgrowth at the abutment site, and was treated with a topical antibiotic and steroid ointment.